Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced serious symptoms of agitation, disorientation, and diaphoresis. The cgm was reading 400 mg/dl and the blood glucose reading was 31 mg/dl. The patient received 2 glucose shots and recovered after treatment. At the time of the report, the patient was fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.